Manufacturer narrative:
Evaluation summary: the product was not returned for analysis.complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information. (B)(4).

Event description:
An ophthalmic surgeon reported approximately six weeks following an intraocular lens (iol) implant procedure, the lens was exchanged. The postoperative visual acuity following the initial implant was two lines less than target. The patient's retina was normal. Additional information has been requested but not received to date.